Event description:
A nurse reported a system message displayed prior to surgery. The case was canceled. However, the patient had received peribulbar anesthesia in preparation for the procedure. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was able to duplicate the system message reported upon system boot-up. The company representative replaced the pressure/vacuum manifold and the air/fluid printed circuit board (pcb) to address the system message reported. The software was upgraded. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).